Manufacturer narrative:
(B)(4). This product is not approved for use in the united states; however, a like device catalog # 7510400, product code nek was cleared in the united states. This product is not approved for use in the united states; however, a like device catalog # 7510400, PMA # p000058 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the product was not possible without additional device information.

Event description:
It was reported that the patient underwent an instrumented posterior lumbar interbody fusion using rhbmp-2/acs. An unknown time post-operatively, the patient experienced osteolysis which was confirmed by a CT scan 111 days post-operatively. The outcome of this event is considered unknown. No additional complications were reported.